Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that they experienced low blood glucose of 42mg/dl. Customer states that they cannot get battery cap off because the cap indention was scratched off. Customer advised to discontinue use of the pump and revert to backup plan as per hcp' instructions. Customer declined to troubleshoot for low blood glucose. Product will be return for analysis.